Manufacturer narrative:
(B)(4)

Event description:
Lead extraction procedure for removal of two non-functioning leads, one in the rv and one in the ra. After removal of the leads using a glidelight laser sheath, both leads were extracted. Post extraction a drop in the patient's blood pressure was noted, tee was performed and found a 4cm rupture at the svc. The surgeon immediately performed a sternotomy which revealed a tear to the subclavian vein as well. Both injuries were repaired using grafts. Patient initially had 3 leads in place, 2 were extracted with the glidelight. The cs lead stayed in place as it was intended to be used with a new generator. However, during the sternotomy the surgeon extracted the cs lead. Type and model of this lead is unknown due to removal in the operative theater. Pts. Vital signs returned to normal and patient was stable post-operatively. On (B)(6) 2016 the physician told the representative that the patient is in very good condition.